Event description:
Customer stated that she was hospitalized for high blood glucose levels and diabetic ketoacidosis. Blood glucose levels were 600 mg/dl at the time of admission. Customer's insulin pump returned the message "check ketones, consider insulin". Patient treated by administering insulin, but blood glucose levels kept going high. Customer was experiencing nausea and had no appetite. While hospitalized, customer was treated with insulin and an IV. Customer stated that she was no longer wearing the same set as when she was hospitalized because that one had a bent cannula, which she believes to be the cause of her high blood glucose levels. Customer also stated that she has had no appetite since she returned home from the hospital. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.